Event description:
It was reported that on two separate occasions, an asymptomatic patient presented device data via remote transmission with non-sustained lead noise due to post paced t-wave oversensing on the ventricular channel. Programming changes were recommended but not made. Device remains implanted. Patient condition is good.

Event description:
It was reported that on two separate occasions, an asymptomatic patient presented device data via remote transmission with non-sustained lead noise due to post paced t-wave oversensing on the ventricular channel. Programming changes were recommended but n...

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.